Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter, product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that an infection occurred and the "morphine pump it was going up the spine" and the "morphine pump the leads they were like wrapped around my spine" which caused the patient's "left leg was going numb with stuff" and the device system was explanted. It was believed the infection was (B)(6), as the patient has a tendency to develop (B)(6). It was stated the infection and explant occurred "two years ago in (B)(6) [2011] and then it was stated that the event occurred in (B)(6) 2010, it was unclear the actual date the event occurred. The surgical incision from the explant "stayed open" and it was thought "that is where the infection started" because another surgery was done where they "cleaned it all out," no date was provided for the second surgery. The patient was told that the wound had dehisced. A week after the second surgery the patient "just passed out with the stroke from leaking so many fluid." It was stated the event was due to removing the pump system (along with the stimulator see manufacturer report #3004209178-2013-06927), it was stated "it got so badly infected that when I started leaking the spinal fluid they took it from my back but then they took it from my brain and that's what caused the stroke -blockages in my head." The patient was getting "bad headaches and pressure like crazy" because he "leaked it from the brain and it caused a cerebellar hemorrhage stroke" and he had "brain surgery," the date of the brain surgery was not reported. It was noted that the combination of the morphine pump and the stimulator "really helped," and the hcp and patient may want to implant another pump once the patient "starts healing good." Ten days after the initial report was made it was added that in (B)(6) of 2011, the patient stated to the hcp that he did not like how he felt under the influence of medication and had not been using his dorsal stimulator for "quite some time." The pump had dilaudid 20mg/ml delivering a daily rate of 5mg/day. The patient requested for both his pain stimulator and infusion pump to be removed. He felt he no longer needed/wanted them. There were no issues with the devices at all. This was a patient request. They began titrating him down from dilaudid in preparation for device explant. On (B)(6) 2011, the devices were removed. On (B)(6) 2011, a csf leak was discovered from the midline incision where the dorsal stimulator had been located. The leak was a result of the incision not closing properly on it's own. Per reporter, the hcp had not placed sutures to close the area, which was thought to be the cause of the leak. It was also noted that there was some pus at the location which was cultured and found to be negative for infection. However, they started a pic line with antibiotics as a precaution. The wound was washed out, drained and debrided until the were down to the area of health tissue. They closed the wound, sutured it and there were not any signs of drainage after that. Per the reporter, there was never any infection associated with the event. The testing of the pus was negative. "The csf leak and the pus had nothing to do with the infusion system, only the pain stimulator," it was denied that the hemorrhagic stroke was caused by the csf leak or implanted system, "unrelated and had nothing to do with devices."